Manufacturer narrative:
Concomitant medical products: 30ml ims limited syringe, lot i035e6, exp 4-18, morphine sulfate injection, therapy date: unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the morphine pca leaked at an unspecified location. The user stated; "it occurred 2 times on the same patient".

Manufacturer narrative:
The customer¿s report of a leak from the pca set was not confirmed. The set and concomitant syringe were visually inspected. It was noted that the non-bd syringe had one continuous crack in its glass sleeve that measured 3.635 inches long. No anomalies were observed on the administration set. Functional and pressure testing of the set resulted in no leaking. No issues were noted with the pca set; the root cause of the leak was related to the non-bd syringe.